Event description:
Additional information was received from a consumer. The pump does not work anymore. The patient still wanted the pump removed.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that the patient could not find a healthcare professional (hcp) to remove the pump. It was reported that the pump needs to be removed because the patient could not get medication for the pump in prison and the patient had been told by an hcp that leaving the pump in would kill him. It was also reported that the pump is painful and the patient's pain and had returned in 2004 when the patient went to prison and could no longer get medication for the pump and the patient had suffered every day. It was also reported that the other day and in 2007-2008 the hcp took x-rays. The x-rays showed the pump had rusted. The patient believed that the pump had been used to deliver morphine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. On (B)(6) 2015, the patient saw their hcp. The patient could not get the medicine, and it was noted that no hcp could help the patient. The hcp who implanted the pump stated it had been too long since the patient had the medicine.